Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.

Manufacturer narrative:
The pad-pak was first installed successfully on the 26th january 2011 and performed all self-tests up to the 13th september 2015. An increase in voltage suggests a further pad-pak was installed during this time. Multiple manual power ups mainly of 10 minutes duration were recorded between the 17th september 2015 and the final history log entry on the 11th october 2015. Investigation found the reported fault can be attributed to membrane failure. The 10 minute time outs would suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.